Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported adjustable pressure limiting valve is sticking and not relieving pressure as expected. There was no report of patient injury.